Manufacturer narrative:
Additional information: investigation - a filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain, recur. Bacteremia, (B)(6), l leg amputated is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2010 due to deep vein thrombosis. Plaintiff is alleging tilt, device unable to be retrieved, thrombus in filter, deep vain thrombosis, pain, recurrent bacteremia, (B)(6) infection due to the ivc filter causing complications with orthopedic procedures necessitating several hospital admissions, long term use of antibiotic medications, and surgical procedures including amputation of the left leg, filter embedment and tilt, attempted removal procedure. Filter retrieval was attempted on (B)(6) 2012 and was unsuccessful.

Manufacturer narrative:
Correction(s): adverse event to adverse event and product problem. Outcomes to adverse event: other to life threatening. (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
This additional information received on 22nov2017 as follows: plaintiff allegedly received an implant on (B)(6) 2010 due to deep vein thrombosis. Plaintiff is alleging tilt, device unable to be retrieved, thrombus, thrombus in filter, deep vain thrombosis, pain, recurrent bacteremia, (B)(6) infection due to the ivc filter causing complications with orthopedic procedures necessitating several hospital admissions, long term use of antibiotic medications, and surgical procedures including amputation of the left leg, filter embedment and tilt, attempted removal procedure. Filter retrieval was attempted on (B)(6) 2012 and was unsuccessful.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Per a report from CT (computed tomography): "an ivc filter is seen in place. The inferior vena cava is quite atretic, likely thrombosed."

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2010. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.